Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. The first hemoclip was placed onto the ulcer site successfully. For safety purposed (i.e., prophylactic measure). A second hemoclip was positioned on the blood clot at the same ulcer site. The clip would not detach from the catheter of the deployment device and could not be reopened. The physician ended up pulling the clip off (the tissue site). When the physician pulled off the clip, it did not cause any add'l bleeding. The first clip held and the physician did not place any add'l clips. The first clip was successful in completing the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: the instructions for use contains the following precaution: "if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.